Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the heavily tortuous mid circumflex (cx) artery. The 3.0x23mm xience prime stent delivery system (sds) failed to cross the lesion due to the patient's anatomy. Resistance was met during withdrawal due to the patient's anatomy. Reportedly, there was no interaction of devices. As resistance was met during withdrawal, the decision was made to deploy the stent in its location outside the target lesion, in healthy tissue. Another xience prime sds was used to successfully treat the target lesion. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The failure to advance and difficult to remove/vessel resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.